Event description:
It was reported that during an operative laparoscopy with lso procedure, the handle would not release with the fourth reload in it. The case was completed with another device of the same product code. No pt consequence.